Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the mechanical lithotriptor's distal tip for passing guidewire was torn. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During the evaluation of the device a brittle fracture was observed confirming the reported information. Based on the results of the investigation, the root causes of the reported event could not be conclusively identified. However, the likely cause of the reported event is due to the following: 1) an attempt was made to insert the device into the endoscope while using the guide wire. 2) when the angle between the distal end and the guide wire was large when the device was inserted into the endoscope. 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. The event can be detected by following the instructions for use (IFU) which state: ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.